Event description:
Reporter states, the pt presented with pain. Tibial insert was removed and replaced due to polyethylene wear.

Manufacturer narrative:
Summary of evaluation: device can not be evaluated for reported wear, as it has not been returned for evaluation, but rather discarded by the hospital. A DHR review for this component found that all attributes which could have affected this event met design requirements during MFR.